Event description:
During procedure, surgeon had extreme difficulty visualizing surgical space due to decreased light from microscope as well as focal depth obstructing visual field, increasing length of procedure.